Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6) 2010 involving (B)(6) female patient (patient weight and identifier are unknown.) According to the complaint, during preparation for the ercp the technician was testing the device and when he was pulling the plastic stylet out of the catheter the stylet broke with part of the stylet remaining lodged in the catheter. The case was completed with another of the same device with no harm to the patient. The patient's condition has been described as "fine."

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to apply clips to the cystic artery and the clips would not grip the vessel and fell off. A new device was opened to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.